Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.